Event description:
The MFR's rep reported that the patient was experiencing 'return of severe pain".and noted an alarm coming from the pump. The patient was receiving morphine 15 mg/ml;subsequently diluted to 7.5 mg/ml at the rate of 3-4 mg/day via the drug pump. Interrogation of the pump revealed 'pump motor stall occurred". The actual reservoir volume was more than the expected reservoir volume."cerebrospinal fluid port patency was ok-no kinking". A rotor test was performed and no rotor movement was observed.the patient was given fentanyl patches for several days. The pump was explanted and replaced with a similar device. The patient has noted "good relief of pain" since replacement of the pump.